Event description:
A report was received that the patient underwent scs removal due to infection. The patient was doing fine after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8120-50 serial / lot #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent scs removal due to infection. The patient was doing fine after the procedure.

Manufacturer narrative:
Additional information was received that patient's infection was along the pocket up to the lead site. The patient was given intravenous antibiotic and the infection has been resolved. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.